Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, but opted instead to install a new ifs, resulting in the pump functioning as intended. The issue was resolved, and the customer requested replacements. Although advised of a global issue affecting availability, the customer planned to periodically check on the availability of the asxc 6mm/5" tubing. A goodwill order will be sent when available, and the case will be closed.